Manufacturer narrative:
(B)(4). Results of investigation: carefusion was not able to duplicate the reported issue. All testing was performed using a good known test ac adapter. The ventilator passed 68 hours of extended run in test's at the customer's settings without any abnormalities. The ventilator passed the ltv final test, which includes many ventilation and alarm functions. Internal inspection did not reveal any abnormalities with ventilator. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that when the customer plugged the ventilator into a depleted sprintpack, the unit turned itself on and reset. The unit was not on a patient at the time of this event.